Event description:
It was reported that (1) er420 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip would not feed into the jaw properly. Opened another device to complete the case. No adverse pt outcome.